Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 72 mg/dl at the time of the call. The customer treated the low with food. The customer was wearing the insulin pump during the incident. The customer used a third party's sensors. The customer alleged the insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Troubleshooting was completed but did not resolve the issue. The customer also reported receiving a motor error alarm and insulin flow blocked alarm yesterday. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.